Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3ems1 drawer 4 failed with the message cubie drawer/failed to stay closed. The customer confirmed that they opened the drawer by pressing the red button, but the issue did not recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the full height cubie drawer had failed. The field service engineer (fse) reseated the cables, cleared the debris, and performed an inventory. The drawer was tested afterward, and all functions passed. The system functioned after the field service engineer repaired the device.